Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient experience implant failure to integrate 2 weeks after placement. The implant was explanted.